Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Imaging is planned but no date has been scheduled yet. This is a final report.

Event description:
In situ measurements showed affected channels when the recipient was seen for mapping appointment. No incident of accident or trauma was reported.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
In situ measurements showed affected channels when the recipient was seen for a mapping appointment. No incident of accident or trauma was reported. Recipient was reimplanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements showed affected channels when the recipient was seen for mapping appointment. No incident of accident or trauma was reported.